Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
A hybrid construct consisting of dual-opening uss system at t4-t8 and click 'x monoaxial system at t10-l1 were implanted. The left screw at t8 was noted as medial (not positioned in the pedicle) and was removed. The screw was not replaced.